Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25¿18 mm amplatzer patent foramen ovale (pfo) occluder was implanted in the patient. The sizing of the device was determined using transesophageal echocardiography (toe). During the procedure, fluoroscopy was used as the imaging modality. On (B)(6) 2025, the patient returned for a follow-up visit four weeks after the implantation. During the check-up, a transesophageal echocardiography (toe) imaging study identified that the occluder had embolized to the descending aorta. The clinic decided to attempt retrieval of the occluder via an interventional snaring procedure. After several hours, the device could not be removed. The localization was then changed from the descending aorta to the internal iliac artery, where a vascular surgeon was able to explant the device. The patient was reported to be stable and admitted to the intensive care unit (ICU). The implanter believes the cause of embolization was misjudgment of the anatomy. A stability check was performed during implantation, and the wiggle manoeuvre was used. There was no difficulty during implantation, and no multiple recaptures or repositioning were required. The patient exhibited no clinical signs or symptoms during or after the event and left the hospital without any symptoms after implantation. The embolized occluder did not cause any significant blockage of blood flow or consequences for the patient. The retrieval of the embolized device was considered an emergency procedure to prevent serious consequences, including permanent impairment or death.

Event description:
N/a.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported device embolization is likely related to misjudgment of the anatomy, however this could not be determined. An unexpected medical intervention was a result of case specific circumstances, as the device was removed via snare. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.